Event description:
The account alleged the bed exit alarm is not functioning. No pt impact.

Manufacturer narrative:
The account found the bed had not been zeroed out so the bed exit would not set, user error. The account zeroed out the scale to resolve the issue.